Manufacturer narrative:
(B)(4) to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam was observed to be forward firing. The case was completed using an alternate procedure (turp). There was no patient injury reported.